Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2017; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump¿s black box data showed evidence of a short battery life illustrated with a 16 count drastic voltage drop. During testing, the ¿ez-prime¿ steps were performed correctly and all electrical current draws were within specification. The initial ¿short battery life¿ complaint was not duplicated during the investigation. The pump¿s cover was removed and there was no further moisture ingress or any intermittent condition found to the printed circuit board (pcb) or to the continuous glucose monitoring (cgm) module. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.